Event description:
User facility medwatch report (#mw5153649) received, stating: a perclose proglide closure device was partially deployed into the right femoral artery, however the suture could not penetrate the calcified vessel. A second perclose proglide closure device was deployed without difficulty. Rn (registered nurse) notified md (medical doctor) that one of the footplates from the first deployed device was missing. Md was uncertain if it was a manufacturer defect as the device went in and out without any resistance. Doppler signals in the right foot were unchanged. There was excellent hemostasis. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Attachment: user facility medwatch report #mw5153649.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additional information: d4 - model # correction: updated from na to 12673-03. Corrections: d1 - brand name updated. D2a - common device name updated. D3 - name updated. D3 - address, city, postal code updated.